Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was nonfunctional. It was also stated that the patient had difficulty aligning charger with ipg. The patient underwent an ipg replacement procedure. The explanted ipg was discarded.